Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (attery life w/ moisture) issue. Reportedly, the battery indicator was showing 2-bars even when a new lithium battery was inserted. Patient reported that there was moisture or corrosion in the battery compartment. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.